Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the adc device. The customer reported unspecified low readings on the adc device, up to 50 mg/dl lower than unspecified fingerstick meter readings. It is unknown whether the customer noted a trend arrow on the device. Adc customer service successfully contacted the customer; however, the customer declined to provide additional information. Based on the information provided, there was no report of serious injury associated with this event.